Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvs cntrl 6.5x35mm st/rst cat# 115397 lot# 504470. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00005.

Event description:
It was reported the patient underwent a shoulder procedure. Approximately 1 year later, the patient was revised due to fracture of a central screw and an unknown locking screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.